Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 7.0 x 100, 135cm mustang balloon catheter was advanced for pre-dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.